Manufacturer narrative:
Initial and final (B)(4)- device 4 of 4. E1: patient city: (B)(6). Patient country: unites states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 15-june-2024, it was reported by the patient that infusion set cannula was crimped. No further information was available